Event description:
Spouse stated she called 911 , due to the patient was confused, clammy, sweating,had a headache and also was unconscious and had a bg of 40. The emt's arrived they administrated a red substance to patients gums and an IV to raise the blood sugar levels. The patient was treated at home and was not transported to the hospital. Spouse stated that later that day spouse stated she called 911 , due to the patient was confused, clammy, sweating,had a headache and also was unconscious and had a bg of 40. The emt's arrived they administrated a red substance to patients gums and an IV to raise the blood sugar levels. The patient was treated at home and was not transported to the hospital. Spouse stated that later that day (B)(6) 2019 the patients blood sugar level was on 120.